Event description:
It was reported that during an unknown procedure, the clips were ejecting from the device. Unknown if any of the clips fell into the patient. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.